Event description:
Customer reported receiving a button error alarm on the insulin pump's keypad could not pushed. Blood glucose level was 144 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).